Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there was atrial over-sensing which led to episodes of inappropriate automatic mode switch (ams). Further examination noted under-sensing of signals on the ICD. There was no inhibition of cardiac pacing. Programming changes were performed. The patient was in stable condition.

Event description:
New information received notes that there was atrial over-sensing which was oversensing far field r waves on the implantable cardioverter defibrillator.